Manufacturer narrative:
(B)(4). The device history review for the product 5mm gripper grasper lot #73g1700272. Investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Issue reported: during a laparoscopy cholecystectomy one side of the gripper grasper broke off in the patient. This was right after the doctor put the tip on. She was trying to grab the gallbladder when it happened. She could not find the broken piece in the patient by using laparoscopy so a c-arm was called in and they used x-ray to find the broken piece behind the liver.

Manufacturer narrative:
(B)(4). Visual, dimensional and/or functional testing: sample provided to the r & d engineer for evaluation on 9/27/17. Visual inspection confirmed gripper grasper mim jaw broken. Surface area comparison dv samples vs. Current production samples. Sample will be send to supplier for additional material evaluation. Supplier mim process drifted, high variation in mechanical strength of mim part; dv parts break force around 32lbf vs current production avg 16lbf. Supplier root cause under investigation scar. Corrective actions implemented short term: sent sample for material analysis. Evaluated supplier inventory and tecate's inventory. Stopped production. Implemented ship hold. Issue scar to supplier. Permanent corrective action tbd pending root cause verification.

Event description:
Issue reported: during a laparoscopy cholecystectomy one side of the gripper grasper broke off in the patient. This was right after the doctor put the tip on. She was trying to grab the gallbladder when it happened. She could not find the broken piece in the patient by using laparoscopy so a c-arm was called in and they used x-ray to find the broken piece behind the liver.